Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional device(s) related to this event.

Event description:
In 2009, the patient was implanted with gore tag thoracic endoprosthesis for treatment of a recurrent thoracoabdominal aneurysm and medical co-morbidities, treated with a debranching. Five days later, the patient expired from co-morbidities. The patient's official cause of death is unk.